Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n231075, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted on (B)(6) 2014 and replaced by a different device. There was possible overinfusion. The event required hospitalization and explant. The product issue was not resolved and the cause of the issue was not determined. The patient was admitted to the emergency room the weekend prior to explant. The patient experienced unspecified overdose symptoms at an unknown location. A ¿tox screen¿ was negative and the patient was not prescribed oral pain medication. Overinfusion was suspected and the pump was explanted. The patient status at the time of the report was not able to be obtained. The pump was being used to deliver dilaudid and an unknown drug.